Event description:
It was reported that the pt experiences frequent pain on the right side between the thigh and the hip. He also has occasional pain directly at the implant site. Pt states that he is really active but occasionally has to take prescription pain medication for relief.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abc ii. Additional info has been requested and if received, will be provided in a supplemental report.